Event description:
Insertion of perma-a-cath via the left internal juguar vein for hemodialysis. Catheter checked for patency pre procedure. Upon initiation of hemodialysis, large amount of leakage around catheter. Rts for replacement of defective catheter. Pinpoint hole noted. The pt was not harmed. No adverse outcome.